Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (>600 mg/dl). The cause was not known; however, alleged the pump/supplies were related to the event. Bg level was frequently checked and a bolus was delivered. The customer was admitted to the hospital for elevated bg. The customer was treated with intravenous insulin and fluids. The customer was discharged 3 days later. Elevated bg was resolved.